Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead replacement procedure as the lead had been poorly placed during the initial implant. At the time of implant, the facility did not have the capability to check the location of the lead during the surgery and could not confirm the lead location until a post-operative computed tomography (CT). The explanted lead was retained by the medical facility.